Event description:
The consumer reported conflicting results with the binaxnow on a nasal swab sample on (B)(6) 2022. The consumer initially tested negative with the binaxnow. The consumer retested with another binaxnow which presented a positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 203941 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 203941 and device part number 195-430h/ lot 198746. The lot met the required release specifications. (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.